Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the back right therapy electrode pad that went between her shoulder blade and spine that started bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported speaking to a dermatologist and began using a very mild cleanser and a lanacane friction gel. Patient reported that the area is not bleeding or oozing anymore and it is improving.